Manufacturer narrative:
The facility replaced the base frame to repair the bed.

Event description:
Information received indicates the brake will not hold. The facility found the welded stud broken from the base frame.